Event description:
Device malfunction: failure to deploy suture. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, the sutures pulled out of the arterial wall and hemostasis was not achieved. Hemostasis was achieved using manual compression. There were no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.